Manufacturer narrative:
(B)(4). The concomitant medical product is a conformable gore® tag® endoprostheses (tgu343420/15150415). The therapy date was (B)(6) 2017. UDI information of the concomitant medical product as following. (B)(4). The review of the manufacturing records verified that the lots met all pre-release specifications.

Event description:
It was reported to gore on december 17, 2017 that the patient had an descending aortic aneurysm and ulcer, as well as an abdominal artery aneurysm measuring above 5cm. Considering the affordable medical treatment expense, during the procedure on (B)(6) 2017, the patient decided only accepting a treatment to the disease in descending aorta by implanting a gore® tag® thoracic endoprosthesis and a gore® excluder® aaa endoprosthesis as an extending graft. The abdominal artery aneurysm was not treated in this procedure. The procedure was completed successfully without any reported issue, the patient was stable post procedure and moved back to the regular hospital room. However, the patient claimed an abdominal pain in the mid night of (B)(6) 2017. In the early morning of (B)(6) 2017, the patient was restlessness and hard to calm down, then progressed a serious abdominal pain and a difficult breathing, the blood pressure could not be measured. A cardiopulmonary resuscitation was taken. Then the patient was moved to ICU for continuous monitoring, treat and cure. In the afternoon, the patient progressed a cardiac arrest and the blood pressure could not be measured again. After being rescued for 30mins by taking cardiac compression and medication treatment, the patient died from ineffectual rescue measures. The hospital had a discussion regarding the cause of death and following factors were mainly considered, the abdominal artery aneurysm; failure of cardio-pulmonary resuscitation.